Event description:
A customer obtained an erroneously elevated troponin (accutni) result on one patient sample. Subsequent testing produced a result in the normal reference range. The result was reported out of the lab and a corrected report was submitted. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Customer is not questioning any other assays or results. A field service engineer (fse) was dispatched: the fse performed hardware verification procedure. No hardware issues were noted. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.